Event description:
It was reported that stent damage occurred. A 38mm x 2.50mm promus premier¿ stent was advanced to treat the lesion, however, resistance was noted and device was unable to cross the lesion. The physician removed the device from the patient and upon inspection, it was noted that the distal part of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the tip profile. A visual and microscopic examination found that a stent strut at the distal end of the stent was raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A 0.014in guidewire was inserted through the device without issue. A visual and tactile examination of the shaft polymer extrusion found no kinks or damage along its length. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 38mm x 2.50mm promus premier stent was advanced to treat the lesion, however, resistance was noted and device was unable to cross the lesion. The physician removed the device from the patient and upon inspection, it was noted that the distal part of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.